Manufacturer narrative:
Corrected data: additional narrative corrected data: evaluation results, component code and conclusion code philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and determined that wireless foot switch did not work and could not emit x-ray. Fse found the cause of the problem was the footswitch wasn't charged very often, so the issue has occurred. The philips engineer charged the wireless footswitch, and it recommended the customer to charge it regularly. Then, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur.  This complaint is not related to the connection issue, but it was related to the battery not being charged. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were corrected based on re-evaluation.

Event description:
It was reported to philips that the wireless foot switch did not work and could not emit x-ray. The system was not in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. As per the information collected, the wireless ray pedal have error, which indicate that there was an error in the wireless connection. The philips service engineer inspected the system onsite and confirmed that the wireless footswitch base station won't be able connect to the footswitch. The philips engineer repaired the wireless ray pedal and returned to use. The customer is recommended to keep the pedal charged when not in use. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (z-0648-2022). The codes were updated based on the investigation outcome. Evaluation method was corrected.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-2021/11/22-010-c, which addresses the causes associated with the reported malfunction.